Event description:
On 2015 (B)(6) biopsy stained with herceptest lot 20016932 at (B)(6) gave result her2 score 3+, strongly positive. Based upon the initial herceptest result, the patient was treated with herceptin. The patient did not respond to treatment and on 2015 (B)(6) patient was retested with surgical tissue stained with herceptest lot 20022527 and received her2 negative results. Moreover, on 2015 (B)(6) surgical tissue stained with zytolight spec her2/cen17 dual color probe at (B)(6) result: not her2 gene amplified. (Dako complaint number (B)(4)).